Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), via electrode pads during synchronized cardioversion, the device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not confirmed or replicated during testing. The activity log does confirm a shock was delivered during the event. Patient movement should not be used as an indicator of the device delivering therapy. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.